Event description:
During cardiopulmonary bypass the perfusionist noticed that she could not completely shut the air oxygen mixer off. Perfusionist could turn the flow down to 3 lpm, the biomed could turn the flow down to 1 lpm but not completely off.

Manufacturer narrative:
Device repaired by OEM MFR. Complaint info after repair was completed. Flowmeter was the only portion of the device returned to MFR for review. No record of device return to MFR for svc and/or recommended overhaul per the scheduled intervals in user's manual since purchase of device. Further info regarding pt info and outcome will be provided once obtained from user. Test and eval of returned component will be provided once completed.